Manufacturer narrative:
Pump was received with no act button response due to flattened act button dome switch. No button error alarm noted. Pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. Unable to verify for operating currents including low battery, off no power alarm or battery indicator/icon due to no act button response. Pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 156 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.